Event description:
It was reported that the ventilator reset multiple times with an audible alarm while connected to a pt. It was also reported that the ventilator was not delivering breathes. The pt was manually ventilated without complications. The pt was placed on another ventilator.

Manufacturer narrative:
Na.